Event description:
It is reported that a sagittal saw attachment had rust coming out of it. The device was not used in a surgery. There were no patient or user injuries reported. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Describe event or problem: complaint found to be a duplicate of (B)(4) and is being retracted.

Event description:
Upon further review of this complaint, it has been determined that it is a duplicate of (B)(4) for which mw#2520274-2013-01836 was submitted. Therefore, this complaint is being retracted and (B)(4) will remain the official complaint of record. This report is 1 of 1 for (B)(4).